Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event and hospitalization were not reported. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing during the treatment and was discontinued at the time of this report. No additional information could be provided as the reporter declined follow-up.